Manufacturer narrative:
Based on the manufacturer's investigation findings, the reported backup battery fault alarm due to an expiring 11 volt lithium-ion backup battery, occurred on the patient's system controller with serial number (B)(4). Following the backup battery fault alarm, an attempt to exchange to the backup system controller was made and a report of difficulty completing the system controller exchange was observed. This report represents the report of backup battery fault alarm on system controller, (B)(4), due to an expiring backup battery. The system controller and backup battery were not returned for evaluation. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in september 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on september 1, 2015 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
This medwatch represents the backup battery alarm from the primary system controller. The referenced difficulty in connecting to the second system controller and subsequent patient expiration was reported under medwatch MFR report# 2916596-2015-01675. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient's spouse called the vad coordinator to report that the patient was unresponsive. A backup battery fault alarm had sounded and the patient had attempted to exchange the system controller, but was reportedly unable to make the connection between the driveline and the backup system controller. The spouse was also unable to make the connection. The vad coordinator on call instructed the patient's spouse to call 911 emergency medical services (ems). When ems arrived they were able to connect the driveline to the system controller. The patient was transported to the local hospital. Upon arrival, the patient's pupils were fixed and dilated and the patient was declared doa. The spouse chose to withdraw vad support. The vad coordinator reported that all of their patients have been educated not to change the controller without notifying the vad team of the alarm status, and then with direction, to change the controller in the presence of a caregiver. No additional information was provided.